Manufacturer narrative:
Following our receipt of one transmitter and place it under microscope and found moisture contamination / corroded at connector pins. Unable to continue with functional testing. In summary, the customer complaint of charging/led anomalies could not be confirmed, also the customer complaint of loss communication event could not be confirmed due to contamination/corroded at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and transmitter. Also, the customer reported the issues with the transmitter charging, the damaged tester, and the led did not blink. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7736l, mmt-7715, and mmt-7040ma. Troubleshooting was partially performed, and the customer confirmed no damage to the charger battery spring or connector pins. The charger's green led light is solid green for about 15-20 seconds and then turns off, and the charger is working as expected. The customer called back after fully charging the transmitter, but the led did not blink when removing the transmitter from the charger, but it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7736l, mmt-7715, and mmt-7040ma. Mmt-7841zn was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.